Manufacturer narrative:
The ca2 reagent lot number was 755465 with an expiration date of 31-jan-2025. Calibration was last performed on (B)(6) 2024. The qc recovery data provided was acceptable. The alarm trace showed multiple abnormal aspiration alarms on the day of the event around the time of the event. The field service engineer (fse) found that the analyzer was contaminated. The fse carried out decontamination and a precision test successfully. The service actions resolved the issue.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial calcium result was 6.93 mg/dl. The result was questioned as it was deemed critical. A new sample was collected 90 minutes later and the calcium result was 10.5 mg/dl. The initial sample was repeated 10 times and all results were 10.4 mg/dl and 10.3 mg/dl. The second sample was also repeated 10 times and all results were 10.4 mg/dl and 10.3 mg/dl. The repeat result of 10.4 mg/dl was deemed correct.